Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Per add'l info received, the pt has experienced "frequent infections, pain (unspecified), bleeding at times (unspecified), suffered tremendously, no longer able to be intimate, urinary incontinence, depression, anxiety, limited with the housework I can do, bleeding or clotting disorder (unspecified), bowel obstruction, chronic diarrhea, diabetes, diverticulitis, hernias, obesity, recurrent or chronic vaginal or bladder infections, recurrent vaginal pain, uterine prolapse, vaginal vault prolapse, disability, bulging discs, and various health issues (unspecified.)"

Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels , nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence."(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vulvar burning (burning sensation), chronic hematuria, infection, vulvar itching, anal pruritus (itching), pain during intercourse, urge, recurrence of stress urinary incontinence, urine leakage, blood loss, perineocele (prolapse), candidiasis vulvovaginitis (fungal infection) (inflammation), pelvic pressure, bulge, abdominal rash, grade two vaginal cuff prolapse, pelvic floor dysfunction, discomfort, posterior fourchette trauma, urethral hypermobility, tenderness, atrophic vaginal mucosa, klebsiella pneumoniae in urine (bacterial infection), bladder fistula, chronic back pain, gastroesophageal reflux, headaches, hiatal hernia, migraine, pelvic organ prolapse, post-menopausal bleeding and required additional surgical and non surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events. Complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to unwilling to provide any further patient, product, or procedural details to bard. Complaint # (B)(4).

Event description:
Per additional information received, the patient has experienced abdominal pain, urinary tract infections, constipation, nocturia, vaginal bleeding, granulation tissue requiring cauterization with silver nitrate on (B)(6) 2009, hematuria, rectal bleeding, cystoscopy with retrograde pyelogram revealing hemorrhagic cystitis on (B)(6) 2010, dysuria, a right renal stone, hepatosplenomegaly, diverticulosis, interstitial cystitis, stress incontinence, urinary urgency, urinary frequency, candidiasis vulvovaginitis, nausea, vomiting, dyspareunia, an old laceration/scarring of the vulva, atrophic vaginitis, full incontinence of feces, cystocele, grade three rectocele and grade two enterocele requiring posterior repair and enterocele repair on (B)(6) /2013, hemorrhoid, colon mass, ulcerative colitis, yeast infection in perineal area and abdominal wall, pelvic pain requiring an excision of the vaginal mesh sling, urethrolysis, and cystourethroscopy on (B)(6) 2014.